Manufacturer narrative:
Case reference number (B)(4) (follow-up) is a spontaneous report *initially* received from a company employee on 30-apr-2025, concerning a 33-year-old female patient who experienced sepsis (pt: sepsis) and expired after grafting with epicel. On 02-mar-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as less than 0.15 - pass. *the patient concomitant medications included medications for pain/sedation, pressors, and intravenous (IV) antibiotics. * on an unknown date, the patient experienced burn injuries *in the car when plane crashed. * on an unknown date, the patient experienced burn injuries *in the car when plane crashed. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03387, expiration date: 04-mar-2025, UDI: = (B)(4) for *70%* of total body surface area (tbsa). Ten abdominal dressings (abd) were applied. It was reported that the patient was on ventilator-associated pneumonia (vap) prophylaxis. *on an unspecified date in apr-2025 (reported as towards end of stay), the patient experienced sepsis (pt: sepsis) *it was reported that the wounds were stable, and the patient started to develop multiple system organ failure (msof) (pt: multiple organ dysfunction syndrome) *. On (B)(6) 2025, the patient passed away. The cause of death was reported to be sepsis. It was unknown if the autopsy was performed. *the outcome of the event of msof was not provided. * the reporter assessed the events as not related to epicel grafts and probably associated with pulmonary complications (to be confirmed). Additional information was received on 02-may-2025 and 06-may-2025 and processed together with the initial. No further information was provided. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information was received from the reporter on 11-jul-2025 and included causality assessment for the event of sepsis. The total body surface area affected by burns was updated from 67% to 90%. Confirmation that ten abdominal dressings (abd) were applied was provided. Confirmation that patient was on ventilator-associated pneumonia (vap) prophylaxis was provided. Narrative updated accordingly. Follow-up information was received from the reporter on 18-jul-2025 and included concomitant medications, and the onset date for the event of sepsis and msof. The causality assessment between epicel and the event of sepis was reported. The total body surface area affected by burns was updated from 90% to 70%. New event of msof was added with all relevant information. The description of how the patient experienced burn injuries was updated from car crash accident to in the car when plane crashed. The narrative was updated accordingly. Company comment: vericel assessed the event of sepsis as serious (due to medical significance and fatal outcome), not related and expected. The event of multiple organ dysfunction syndrome is assessed as serious (due to medical significance), not related and expected. This case does not qualify as an MDR, nor as 15-day report.

Event description:
Sepsis [sepsis] msof [multiple organ dysfunction syndrome].